Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The analysis was unable to confirm the allegation. The lead has been severed in two. All conductor ends appear to have been cut. Mannitol was returned on helix of lead and was partially melted.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as the lead perforated the brachial cephalic vein. During the extraction process, the lead was cut. This rv lead was never in service. No additional adverse patient effects were reported.